Manufacturer narrative:
Results: headboard cracked with sharp edges.

Event description:
It was reported by service report that the headboard of the bed was cracked and had sharp edges. No pt involvement or adverse consequences are reported.